Event description:
It was reported that blood entered the inner portion of the phastipp resector handpiece. The issue was found the next day after the procedure. No injury was reported to the patient.

Manufacturer narrative:
The device was not received for investigation. Manufacturing attempted to recreate the issued while testing, but was unable to reproduce the failure for 3 different lots of finished goods. It is likely that the issue is due to the use/setup at the site. However, the exact root cause could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any other complaints of a similar nature for devices from this lot.